Manufacturer narrative:
An event of the valve not fully expanding (valve underexpansion), thrombocytopenia, and heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on available information, a cause of the valve underexpansion appears to be related to patient conditions (calcification of the native aortic valve.). A cause for the reported thrombocytopenia and heart block could not be conclusively determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. At 80% deployment, the implanter switched to left anterior oblique (lao) view and confirmed with stent parallax removed, that the implant depth is at an acceptable level below annulus. The length of the membranous septum was 2.3mm and the final non-coronary cusp implant depth was 3.5 mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device due to valve under expansion. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure it was noted via electrocardiogram that the patient developed a left bundle branch block (lbbb). There was no intervention performed and the patient was given a 2 week heart rhythm monitor. On (B)(6) 2024, it was noted that the patient had a low platelet count and was therefore hospitalized, but no intervention occurred. The cause of the patient's (lbbb) is attributed to the 27mm navitor valve. The cause of the patient's thrombocytopenia is unclear. The cause of the un expansion of the 27mm navitor valve is attributed to calcification of the native aortic valve. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.